Event description:
Pt had code called for heart rhythm change to 3rd degree heart block, and deteriorating status. Attempts were made to externally pace the pt. It was noted during the code that no conduction from defibrillator/external pacer was delivered to the pt. Pt's rhythm quickly deteriorated to ventricular fibrillation from which the pt never recovered. Although advanced cardiac life support protocols were followed. Upon investigation of the equipment, the cable on the external pacer was found to be causing a problem when moved even though no damage to the cable was seen. Follow-up investigation of the pacing unit by bio-med revealed the cable pacing end was cracked and came off of the cable.